Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging headache, cough, chest pressure, sinus infection, red rash/bump, inflammation/sharp pain in low right side of back, liver problems, blurry eyes, dizziness, and nausea. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.